Manufacturer narrative:
Additional information received states that two (2) days following the pump exchange, the patient had a seizure. Head computerized tomography (CT) demonstrated findings consistent with diffuse acute ischemia. No further information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted and will not be returned to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product remains implanted.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2017. The patient remained intubated following the exchange. The patient had a peri-operative stroke with severe neurologic impairment and no clinical improvement. The decision was made to withdraw care; the patient was extubated and the ventricular assist device (vad) was deactivated. The patient passed away shortly thereafter on (B)(6) 2017. No autopsy was performed. The pump was not explanted. All remaining items were disposed of by the site.